Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device delivered an inappropriate therapy for atrial fibrillation with rapid ventricular response (af w/rvr) vs. A true ventricular fibrillation (vf) episode. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify the patient has not been seen in-office since the event. Hcp stated they would follow-up with the patient for a possible in-office visit to evaluate the patient's ICD system. No reprogramming has been completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) has been extracted and replaced. No patient complications have been reported as a result of this event.